Event description:
It was reported that the customer's insulin pump was contantly buzzing and that there was a black circle on the screen of the insulin pump. The customer also stated that he was pressing the buttons, but the insulin pump was not responding to the presses. The customer's blood glucose was 53 mg/dl. The customer treated his low blood glucose with orange juice and crackers. The customer felt fine. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.